Manufacturer narrative:
Correction made to h6: type of investigation: b17 (previously submitted as b15) correction made to h6: investigation findings: c20 (previously submitted as c19) correction made to h6: investigation conclusions: d15 (previously submitted as d14) h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was reviewed and did not show evidence of a separation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.